Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("location of the perforation: uterus/ coil migration into her uterus") and pregnancy with contraceptive device ("home pregnancy test confirmed pregnancy") in a 39-year-old female patient (gravida 2, para 1) who had essure (batch no. 20205264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 1. Concurrent conditions included gallbladder operation since (B)(6) 2016, gallstones, hematuria, abdominal pain, ovarian cyst (cyst rt ovary.), hypertension, cervicitis cystic and adenomyosis. Family history included breast cancer. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced back pain ("lower back pain") and complication of device insertion ("open one of her tubes that had grown together to put the device in"). In 2010, the patient experienced weight increased ("weight gain"), migraine ("migraines") and dyspareunia ("pain during intercourse"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, anxiety ("anxiety"), depression ("depression"), emotional distress ("emotional distress") and abdominal pain upper ("stomach pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pregnancy with contraceptive device, weight increased, abdominal pain upper and complication of device insertion outcome was unknown and the back pain, anxiety, depression, migraine, dyspareunia and emotional distress had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain upper, anxiety, back pain, complication of device insertion, depression, dyspareunia, emotional distress, migraine, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: confirmed pregnancy. Ultrasound scan vagina - on (B)(6) 2018: perforation: uterus. CT abdomen and pelvis without contrast:no acute inflammatory changes. Tubal ligation clips are noted with their exact anatomic location uncertain as there located along the margin of the uterine fundus. Bilateral pars interarticularis defects at ls with grade 1 anterior spondylolisthesis of ls on sl. Psp smear with negative e6/e7 (B)(6) 2015 cervical low risk human papillomavirus (hpv) dna test positive transvaginal usg measures the uterus at6.91 cm x4.69 cm x3.59 cm. Both essure coils appear to protrude into the uterus usg measures the uterus at 6.91 cm x 4.69 cm x 3.59 cmboth essure coils appear to protrude into the uterus q 4-0 mode adnexa (B)(6) 2018, surgical pathology report: clinical impression: essure coils in uterine cavity /pictures taken / patient request for coils to be pre served and sent to her 1 note coil placement in cavity vs tube /severe abdominal pain /history of essure procedure in 2008 diagnosis uterus (59 grams) , with fallopian tubes : cystic cervicitis, non-specific type, benign inactive (basaloid) endometrium, adenomyosis, leiomyomata, intramural and subserosal, fallopian tubes , right and left , demonstrating implantation of essure coils , with intact distal lumenal architecture essure coils were identified in the right and left cornual areas and within the fallopian tubes. Approximately 3.0 mm of the coil on the left side extended into the superior aspect of the endometrium. There is no dysplasia, atypia , or malignancy in this resection. Gross description: the endometrium is y-shaped and averages no more than 0. 1 cm in thickness on the posterior wall of the endometrium near the left cornu , there is a largely embedded essure coil , which upon partially pulling the coil through the cornual area is clearly embedded in the upper aspect of the endometrium and into the myometrium. In order to remove the embedded coil, sections through the myometrial wall into the serosa have been taken . The tip of the coil extends to within 0.2 cm of the serosal aspect. Photographs are taken of this area after sectioning the uterine wall, as well . The coil could not be removed totally intact due to the burrowing into the myometrium. Sectioning through the proximal aspect of the left fallopian tube reveals a portion of the coil in the most proximal aspect of the lumen. Sectioning through the right cornu demonstrates a coil near the serosal aspect within 0. 2 cm of the serosal surface, and extending toward and into the right fallopian tube proximal lumen no significant potion of the coil can be identified within the endometrium on the right side (B)(6) 2010 ; type of test: hysterosalpingogram (hsg) test. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 11-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Rospective" pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("location of the perforation: uterus/ coil migration into her uterus") and pregnancy with contraceptive device ("home pregnancy test confirmed pregnancy") in a (B)(6) female patient (gravida 2, para 1) who had essure (batch no. 20205264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 1. Concurrent conditions included gallbladder operation since (B)(6) 2016, gallstones, hematuria, abdominal pain, ovarian cyst (cyst rt ovary.), hypertension, cervicitis cystic and adenomyosis. Family history included breast cancer. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced back pain ("lower back pain") and complication of device insertion ("open one of her tubes that had grown together to put the device in"). In 2010, the patient experienced weight increased ("weight gain"), migraine ("migraines") and dyspareunia ("pain during intercourse"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, anxiety ("anxiety"), depression ("depression"), emotional distress ("emotional distress") and abdominal pain upper ("stomach pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pregnancy with contraceptive device, weight increased, abdominal pain upper and complication of device insertion outcome was unknown and the back pain, anxiety, depression, migraine, dyspareunia and emotional distress had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain upper, anxiety, back pain, complication of device insertion, depression, dyspareunia, emotional distress, migraine, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: confirmed pregnancy ultrasound scan vagina - on (B)(6) 2018: perforation: uterus CT abdomen and pelvis without contrast:no acute inflammatory changes. Tubal ligation clips are noted with their exact anatomic location uncertain as there located along the margin of the uterine fundus. Bilateral pars interarticularis defects at ls with grade 1 anterior spondylolisthesis of ls on sl. Psp smear with (B)(6) e6/e7 (B)(6) 2015 cervical low risk human papillomavirus (hpv) dna test (B)(6). Transvaginal usg measures the uterus at6.91 cm x4.69 cm x3.59 cm. Both essure coils appear to protrude into the uterus. Usg measures the uterus at 6.91 cm x 4.69 cm x 3.59 cmboth essure coils appear to protrude into the uterus q 4-0 mode adnexa (B)(6) 2018, surgical pathology report: clinical impression: essure coils in uterine cavity /pictures taken / patient request for coils to be pre served and sent to her 1 note coil placement in cavity vs tube /severe abdominal pain /history of essure procedure in 2008 diagnosis. Uterus (59 grams) , with fallopian tubes: cystic cervicitis, non-specific type, benign inactive (basaloid) endometrium, adenomyosis, leiomyomata, intramural and subserosal, fallopian tubes , right and left , demonstrating implantation of essure coils , with intact distal lumenal architecture essure coils were identified in the right and left cornual areas and within the fallopian tubes. Approximately 3.0 mm of the coil on the left side extended into the superior aspect of the endometrium. There is no dysplasia, atypia , or malignancy in this resection. Gross description: the endometrium is y-shaped and averages no more than 0. 1 cm in thickness on the posterior wall of the endometrium near the left cornu , there is a largely embedded essure coil , which upon partially pulling the coil through the cornual area is clearly embedded in the upper aspect of the endometrium and into the myometrium. In order to remove the embedded coil, sections through the myometrial wall into the serosa have been taken . The tip of the coil extends to within 0.2 cm of the serosal aspect. Photographs are taken of this area after sectioning the uterine wall, as well . The coil could not be removed totally intact due to the burrowing into the myometrium. Sectioning through the proximal aspect of the left fallopian tube reveals a portion of the coil in the most proximal aspect of the lumen. Sectioning through the right cornu demonstrates a coil near the serosal aspect within 0. 2 cm of the serosal surface, and extending toward and into the right fallopian tube proximal lumen no significant potion of the coil can be identified within the endometrium on the right side (B)(6) 2010 ; type of test: hysterosalpingogram (hsg) test. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs and mr received: event location of the perforation: uterus, coil migration into her uterus, home pregnancy test confirmed pregnancy, she experienced persistent pelvic pain, back pain, weight gain , anxiety, depression, migraine, pain during intercourse, emotional distress, stomach pain, open one of her tubes that had grown together to put the device in were added. Relevant lab data, concomitant , historical condition were added. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.